Manufacturer narrative:
A stryker service technician evaluated the customer's device and was able to verify and duplicate the reported issue. It was observed that the reported issue was likely due to the interaction with the inverter, however a conclusive cause could not be determined. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted stryker to report that their device would not power on. There was no patient use associated with the reported event.